Manufacturer narrative:
Method of evaluation: review of information reported to lifecell; review of device history record for lot sp100033 - review of lifecell complaint system. Results of evaluation: investigation into lot sp100033 resulted in no remarkable findings, including acceptable sterilization and no deviations or non conformances revealed during processing with impact to product or patient safety. A query of the complaint management system on 12/01/2014 revealed no similar complaints against lot sp100033. As of 12/01/2014, (B)(4) devices were distributed from lot sp100033 with 5 devices reported as implanted. Lot sp100033 met all qc release criteria. Conclusion: no device failure. Device not returned - the device remains implanted. The reported sae occurred after the implant was exchanged for a smaller size 7 months post op where it was reported that the scar would not close. The strattice device was in place for 7 months without any signs of infection or associated events reported. One month after the implant exchange and 8 months after the strattice was implanted, it was reported that the subject developed skin breakdown, seroma and an infection (staphylococcus aureus). Seroma is a documented complication associated with this type of breast procedure with and without the use of an acellular dermal matrix. The skin breakdown/wound dehiscence is a secondary event associated with post operative complications such as seroma and infection. Staphylococcus aureus is a common hospital acquired (nosocomial) infection. Investigation into lot sp100033 resulted in no remarkable findings with no similar complaints against the lot and device history review with acceptable sterilization and no deviations or non conformances revealed during processing with impact to product or patient safety. Review of the device distribution and implantation history revealed that as of 2014-12-01, (B)(4) devices were distributed from lot sp100033 with 5 devices reported as implanted. Lot sp100033 met all qc release criteria. Based on the internal investigation resulting in no remarkable findings, the duration of the implanted strattice, the development of the infection 1 month after the subject was returned to surgery for an implant exchange and the strattice left in place; the infection, seroma and secondary wound healing complications are unrelated to the lifecell device. This sae is being reported due to the investigator's assessment of the event relationship as possibly related to the study device and possibly related to the procedure.

Event description:
(B)(6) year old female enrolled in (B)(6), as part of the lifecell sponsored clinical study- (B)(6). It was reported that the (B)(6) old female subject with a history of smoking and a conservative left breast surgery for an intra ductal carcinoma in (B)(6) 2013, underwent left nipple sparing, skin sparing total mastectomy and immediate breast reconstruction with a breast implant and strattice adm (acellular dermal matrix) on (B)(6) 2014. No complications were reported except a seroma during post operative period (pod 15 days) which resolved. The left breast implant was exchanged on (B)(6) 2014 (pod 7 months) for a smaller implant but the scar did not close. On (B)(6) 2014 (pod 8 months from original procedure and pod 1 month from second procedure), the patient presented with a skin breakdown on the left breast with seroma and a breast infection (staphylococcus aureus). The event was treated with the removal of the breast implant on (B)(6) 2014 at the patient's request. The strattice adm remains in place. The outcome is reported as resolved without sequelae. The investigator assessed the sae (serious adverse event) relationship as possibly related to the study device and possibly related to the procedure.